Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. Customer¿s current blood glucose is 600 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pump. Customer stated that the pump does not delivered bolus. Customer also stated that no alerts or alarm received. The insulin pump will not be returned for analysis.